Event description:
Complainant alleged that during a routine shift check by a clinician the device's display lights up green, but does not power up properly. Complainant indicated that there was no pt involvement in the reported malfunction.